Manufacturer narrative:
The dia 5mm 350mm hook handle (cev229-1a) was returned to the manufacturer for investigation. Evaluation was unable to conclusively verify the complaint reported by the customer as valid. It was determined that the complaint was not on this instrument part. Additionally, it was noted that this part had been repaired/modified outside of microfrance, by an external service provider.

Event description:
This is 2 of 2 reports and is related to mfg number 3003249645-2023-00006: it was reported that the hook of the dia 5mm 350mm hook handle (cev229-1a) melted during surgery. The power of the generator is unknown. There was no consequence to the patient and no surgical delay was reported.